Event description:
Or manager at the clinic, reported to the sales rep, that when using the device, the surgeon could not perform the distal targetting.

Event description:
O.r. Manager at the clinic, reported to the sales rep, that when using the device, the surgeon could not perform the distal targetting.

Manufacturer narrative:
DHR and inspection records identified the target device being of new design version. Deviations in the inspection documents for the target devices are not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question reveals that function was given in full on the devices at the stage of delivery. The device was not returned for investigation. Thus an investigation could not be carried out ¿ a precise statement is not possible. Device was not returned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.